Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the cup part and lot number combination. A search of the complaint database found one prior to the glenosphere part and lot number combination; however, review of the as400 system shows that 7 other devices from the glenosphere lot have been delivered and can be reasonably concluded implanted without issue. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Provided information states the soft tissue was repaired, replaced the poly with a spacer and poly, and replaced the glenosphere with an ecc glenosphere. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.